Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a watchman procedure. During the procedure, the user mentioned that they felt resistance as they were advancing the sheath over the guidewire and decided to withdraw the wire and dilator together from the patient. Once outside the body, they attempted to remove the wire where it got kinked and stuck in the dilator, also resulting in the coating being slightly stripped. No patient complications were reported. Product return status is currently unknown.

Manufacturer narrative:
The device has not been received for analysis and it is currently unknown if it will be provided. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.